Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up in-clinic, loss of capture (loc), no low voltage (lv) output, failure to sense, and high pacing impedance were observed on the device. The device was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
Correction: e2.